Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012628474); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: 0012623715); product type: 0195-heart valves; product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; product ID d-evolutfx-34 (lot: 0012289390); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure via the right femoral artery, the valve was deployed and recaptured two times. After the second recapture, an infold was observed. The valve was withdrawn after the third deployment attempt and a new valve was prepared. The original loading device was used, but a new delivery catheter system was opened. The new valve was deployed at a good depth using control pacing, cusp overlap technique, and commissural alignment.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure via the right femoral artery, the valve was deployed and recaptured two times. After the second recapture, an infold was observed. The valve was withdrawn after the third deployment attempt and a new valve was prepared. The original loading device was used, but a new delivery catheter system was opened. The new valve was deployed at a good depth using control pacing, cusp overlap technique, and commissural alignment. Additional information was received that the valve was recaptured two times due to the valve depth being at <(><<)>1mm during both deployment attempts upon expansion to 80%. Per the physician, the presence of annular and left ventricular outflow tract (lvot) calcium contributed to the infold.